Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an attempt was made to place a right atrial (ra) lead during a procedure; however, the lead's helix would not extend. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.